Event description:
Caller reported a malfunction on the pump, identified by malf 12 code. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.